Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and analyzed the system log files. The analysis found 24v power fault codes indicating a power issue within the r-cabinet. Upon further inspection, it was identified that the dcps (direct current power supply) 24v unit faulty and not suppling power to the system. The fse replaced dcps 24v power supply, restoring power to the system and restoring all system motorized movements. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported.